Event description:
The user facility reported that during bio medical testing, the device over delivered. The device was set up in continuous mode using a brand administration set. Set information was not provided. The device delivered at a rate of 12ml p/h instead of the 10ml p/h as expected. There was not patient involvement.

Manufacturer narrative:
The device has been requested to be returned to baxter for evaluation. Should the device be received and evaluation completed, a follow up report will be submitted.